Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The low reservoir alarm feature worked properly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs and alarming low reservoir. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in the event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).